Event description:
Customer claims when pressure was released from the sensor pad, it did not trigger the alarm. The pt got up and fell twice. Customer stated no pt injury.

Manufacturer narrative:
(B) (4).